Event description:
It was reported that (1) device was used during a low anterior resection. It was reproted by the affiliate that the cdh29 instrument was fired and one forth of tissue was not cut after firing. The surgeon manually opened the intestine and cut and sutured from the inside to complete the case.